Event description:
No harm to patient. Using suction irrigator for 15-30 minutes, tip started leaking. Staff attempted to unstick button, in case that was causing it to run and dispense saline outside patient, did not fix issue. Surgeon observed that the tip was "smoking." At this time, suction irrigator was removed from sterile field, replaced with new device. Motor for irrigator was still running at this time, as if the button was fully depressed, battery compartment/motor where irrigator spikes saline bag hot to the touch, unable to open to remove batteries, tubing/wire cut, motor stopped at this time.